Event description:
The customer reported observing dried blood behind the laser while performing a daily inspection of the unicel dxh 800 coulter cellular analysis system. The customer stated that the leak was contained within the instrument. The customer was wearing personal protective equipment consisting of gloves and a laboratory coat at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
(B)(6). A field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument and confirmed a leak from the distribution valve (dv). The fse stripped and cleaned the dv to resolve the leak. (B)(4).